Event description:
The customer reported via phone call that they did not receive alerts for their high or low blood glucose. The customer reported experiencing a low blood glucose of 63 mg/dl, but they were not alerted. Customer was also not alerted for their high blood glucose of 263 mg/dl the customer was advised the alerts occurred upon examination of their sensor alert history. The customer was disconnected from the call before complete troubleshooting could be done. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.